Event description:
It was reported that the patient developed an infection and underwent an explant procedure. The explanted device was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.